Manufacturer narrative:
Follow-up #1: date of submission 11/06/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the keypad was found to be intact; no peeling or damage was observed. During testing, the ok button was found to be intermittently unresponsive; all other buttons responded appropriately. The keypad was removed and there was no evidence of contamination found under the button contacts. Moisture corrosion was visible on the keypad flex connector. Unrelated to the complaint, the pump¿s audio bolus button was missing and inoperable due to missing cover and missing white slug. The audible sound level could not be tested due to bolus button and keypad issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.